Manufacturer narrative:
(B)(4). It was originally reported that there was no patient reoperation. Clarification received indicating there was a patient re-operation in order to replace the broken suture. Confirmation was received that no product will be returned for investigation.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. According to the reporter: the suture dehisced after the patient coughed. There was no injury to the patient. The patient is currently fine. The suture was taken out and a new strand was put in. No reoperation was necessary. The dehiscences occured the same day as the procedure but after the procedure was completed. There was no tissue damage, tissue loss, or blood loss. The incision was not extended by more than one inch.